Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump placed to support the patient who had care escalation from the cp and extracorporeal membrane oxygenation the 5.5 was supporting when there was positional issues and pump stopped after 3 days. The pump was replaced and support proceeded on a 2nd 5.5 pump.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Data log shows a sudden pump stop with a 119 impella stopped alarm. The pump could not be restarted, and a motor current spike of 30,000 was observed. A slight increase in purge pressure was noted at the time of the pump stop. The root cause of the pump stop issue was electrical open lines inside the red handle, most likely due to unintentional user error, based on returned product investigation. H6 type of investigation code b01 has been added.